Manufacturer narrative:
This event has been recorded, by zimmer biomet under (B)(4). Review of the most recent repair record determined, the motor speed was unstable. The motor was replaced and resolved the reported issue. Review of the device history record identified, no deviations or anomalies, during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found, which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Event description:
It was reported that the device was sent in for preventative maintenance originally and found to be needing repaired for motor speed issue. There was no alleged event or malfunction reported for this device when it was sent in for maintenance. Diligence is complete. No additional information is available no adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: poland. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.